Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak / splash (loss of fluid column during prep). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional tricuspid regurgitation (tr) for a triclip procedure. During preparation of the triclip steerable guide catheter (tsgc) it was determined that the fluid column was leaking and it could not hold the fluid. Troubleshooting was performed unsuccessfully. A new tsgc was selected and prepared according to the IFU. A triclip was able to be implanted successfully. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.